Event description:
A nurse reported that six days following intraocular lens (iol) implant surgery, a patient was diagnosed with an infection, endophthalmitis. In a follow up, the nurse reported the patient's symptoms appeared at approximately six days postoperatively. The patient was noted to have corneal edema, decreased vision and pain. The patient was treated with medications. The nurse reported the patient's symptoms are resolving. In the surgeon's opinion, the device did not cause or contribute to the event. This report is for the intraocular lens.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined as no product was returned for analysis. Based on the results from the product and batch history record, the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on (B)(4) 2012, by phone, fax, and mail. A completed questionnaire was received on (B)(4) 2012. (B)(4).